Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the ER and was admitted to the hospitalized for low blood glucose (bg) levels; cause and levels were unknown. Customer reported they experienced multiple low bg levels while using the pump and reverted to manual injections. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.